Event description:
Attorney reported: 2003 - the patient underwent a ventral hernia repair procedure with implant of a ck mesh patch. In 2006 - the patient is presented to the ER with complaints of abdominal pain, redness and swelling. The patient underwent a CT scan which revealed an enterocutaneous fistula and abscess. The doctor decided to take a non-operative management. The abscess was drained, prolene sutures removed and the area was treated with antibiotics for the infection. The patient was transferred to a nursing home for managed care. Over the following weeks the patient's condition never improved and he continued to experience abdominal pain, abscess/fistula drainage, weakness and chronic anemia. The patient underwent several additional hospitalizations and/or debridements of the abdominal wound. At about 74 days later - the patient became unresponsive and his condition had become terminal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned or request for additional information has not been responded to. No conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.